Event description:
The device was used during a laparoscopic cholecystectomy procedure. The clips did not advance properly. The surgeon applied another instrument to complete the procedure. The hosp has reported that no pt injury occurred.